Event description:
On 30-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported that the infusion set's tube became loose and she lost three pieces. However, she stated that no medical intervention was needed because of the incident. Reportedly, her blood glucose level was not below 55 mg/dl or 3.0 mmol/l or above 399 mg/dl or 22 mmol/l. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported that the infusion set's tube became loose and she lost three pieces. However, she stated that no medical intervention was needed because of the incident. Reportedly, her blood glucose level was not below 55 mg/dl or 3.0 mmol/l or above 399 mg/dl or 22 mmol/l. No further information available.